Manufacturer narrative:
Patient identifier added. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. The pump was not explanted; therefore, the pump was not available for evaluation. The heartmate 3 lvas IFU lists bleeding, neurologic dysfunction, and stroke as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 month and 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient remained admitted to the hospital following lvad implant. The patient¿s hemoglobin and hematocrit decreased down to 6.0 g/dl and 18.9%, and the patient was transfused 1 unit of packed red blood cell (prbc). The hemoglobin/hematocrit rose to 7.0 g/dl and 21.1% following transfusion. The patient¿s hemoglobin/hematocrit dropped again on (B)(6) 2018 to 5.6 g/dl and 17.3%. The patient received one unit of prbcs and hemoglobin/hematocrit rose to 7.4 g/dl and 22.5%. The source of bleeding was unknown. At the time of event the patient was taking aspirin and warfarin. The patient had a hemorrhagic stroke on (B)(6) 2018, and experienced several neurological deficits including fixed right pupil that was unreactive to light. A CT scan of the patient¿s head showed an acute cerebellar hemorrhagic infarct. A repeat CT scan of the head showed an evolving hemorrhage with possible herniation. Prognosis of the patient was poor and the family decided to withdraw care. The lvad was turned off on (B)(6) 2018 and the patient expired. No additional information was provided.